Manufacturer narrative:
H6. Co examined the device and observed proper operation during the normal testing procedure. It was observed that when the exterior case over the crt assembly was physically pressed down and the crt momentarily displayed a flat line, however, this anomaly was not duplicated during the remainder of the test. An internal inspection was performed and it was observed the crt would intermittently shrink horizontally when component c102 on the system printed circuit board was phusically manipulated. The system printed circuit board will be replaced and the device returned to the customer for use.

Event description:
Ambulance personnel were attempting to monitor a pt experiencing abdominal pain and shortness of breath. Reportedly the monitored displayed an inappropriate flatline and the crt flickered in and out. The reported stated there were no adverse effects to the pt as a result of the alleged malfunction.